Event description:
.

Manufacturer narrative:
(B) (4). Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval. (B) (4).